Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device in the right fallopian tube/ right side"), pelvic pain ("chronic pelvic pain") and bartholin's cyst ("bartholin gland cyst") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included primigravida in (B)(6) . Concurrent conditions included vaginal infection and bladder infection. In (B)(6) , the patient had essure inserted. On (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis - essure worsened infection (previously existing condition)"). On (B)(6) 2014, the patient experienced cystitis ("bladder infection - essure worsened infection (previously existing condition)") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2015, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain daily"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), bartholin's cyst (seriousness criterion medically significant) and vaginal infection ("vaginal infection"). The patient was treated with leuprorelin acetate (lupron), antibiotics, surgery (supracervical hysterectomy (uterus only) with essure removal) and surgery (diagnostic laparoscopy with lysis of adhesions on (B)(6) 2012). Essure was removed in (B)(6) . At the time of the report, the device dislocation, pelvic pain, urinary tract disorder, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal infection outcome was unknown and the bacterial vaginosis, endometriosis and cystitis had resolved. The reporter considered abdominal pain lower, bacterial vaginosis, bartholin's cyst, cystitis, device dislocation, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) : migration of essure in the right fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and endometriosis. Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received:event vaginal bleeding,menorrhagia,bartholin cyst,dysmenorrhea,vaginal infection added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device in the right fallopian tube/ right side") and pelvic pain ("chronic pelvic pain") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included primigravida in 2009. Concurrent conditions included vaginal infection and bladder infection. In 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis - essure worsened infection (previously existing condition)"). On (B)(6) 2014, the patient experienced cystitis ("bladder infection - essure worsened infection (previously existing condition)") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2015, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain daily"). The patient was treated with leuprorelin acetate (lupron), antibiotics, surgery (supracervical hysterectomy (uterus only) with essure removal) and surgery (diagnostic laparoscopy with lysis of adhesions on (B)(6) 2012). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, urinary tract disorder and abdominal pain lower outcome was unknown and the bacterial vaginosis, endometriosis and cystitis had resolved. The reporter considered abdominal pain lower, bacterial vaginosis, cystitis, device dislocation, endometriosis, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: migration of essure in the right fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and endometriosis. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet (pfs) and medical records (mr) ¿ new reporters (healthcare facilities); plaintiff¿s demographic data; medical history (primigravida on (B)(6) 2009); concomitant conditions (infections ¿ vaginal, bladder); essure indication (permanent birth control by bilateral occlusion of the fallopian tubes); essure removal date update ((B)(6) 2013); previous adverse event amendment (from pain to chronic pelvic pain); new adverse events (bacterial vaginosis and bladder infection - essure worsened infection (previously existing condition), migration of the essure device in the right fallopian tube/ right side, endometriosis, urinary problems or changes, and lower abdominal pain daily); drug treatment (antibiotics for bacterial vaginosis and bladder or urinary problems or changes, and lupron injections for chronic pelvic pain and endometriosis); imaging exam (transvaginal ultrasound (tvu)); and essure removal method (supracervical hysterectomy (uterus only)). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.